Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 13-dec-2023. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for total b-hcg cartridge lot f23244b.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a positive results on a 22 year old female patient with headaches. There was no additional patient information at the time of this report. Return product is available for investigation. Method date tested result sample I-stat on(B)(6) 2023 0819 1367 iu/l a roche on (B)(6) 2023 0814 <1 iu/l b I-stat positive cut-off values: b-hcg = 5.0 iu/l negative 5.0 < ss-hcg < 25.0 iu/l indeterminate b-hcg = 25.0 iu/l positive there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.